Event description:
The device involved in this MDR report was explanted 21 months after implantation because it could not be interrogated; in addition, no magnet response was observed. However, normal pacing operation was observed in vvi mode.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis of the device is pending.